Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that decreased sensing due to suspected lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was stable.